Manufacturer narrative:
Customer name- (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Device returned and not reproduce. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had unable to take photos. The issue had occurred during unspecified procedure which had completed with a backup device. There was no report of patient harm.